Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported complaint. It was reported that the patient discovered on (B)(6) 2018 , that her l5, s1 cage disc had collapsed , most likely pressing on her nerve which is keeping her from having the ability to walk very much. No other information was provided. On 4-jan-2019 patient (B)(6) was called at 12:22pm on (B)(6) and provided the following information: was the device implanted in (B)(6) or USA? It was implanted in (B)(6), 2004 (traveled there for surgery because the device was not approved in USA when it was planned). What is the implant? Charite disc (depuy spine). Recent x-rays CT scan and MRI showed the disc replacement collapsed into an s shape. She stated she is having pain, difficulty walking and nerve pain. She has seen surgeons recently at stanford and ucsf and both said there is nothing they can do. The patient (B)(6) is requesting a call from depuy spine.